Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing (pptwos). The device was reprogrammed on (B)(6) 2022. The patient was in stable condition throughout.